Event description:
It was reported there was leakage. No other information provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redx0994 showed two other similar product complaint(s) from this lot number.